Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes include damage or deterioration of parts, environmental problems such as dust, dirt, or humidity, optical problems, overheating, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the up-board contacts were corroded on the videoscope. There was no patient involvement.